Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarms, and explained the alarms. The caller stated one supply bag was empty and the other seemed to have more solution in it. Per the troubleshooting performed by the tsr, the care giver (cg) reported the hp was connected at the time of the alarm, that the hp did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The caller stated they will discard the supplies and finish using manual supplies. Baxter product surveillance contacted the hp on (B)(4) 2012 regarding the reported problem. The hp stated that when the alarm occurred they checked everything, and they did not notice anything unusual. They stated that only thing different was that one of the supply bags was almost empty. The hp stated they didn't see any cuts or leaks with that bag, so they are not really sure as to what caused the alarm. The hp stated after they contacted baxter, the hp and their cg called their nurse to see what else they could have done or do. The hp stated that they everything seems to check out fine and they have not needed any medical intervention due to the alarm. The hp stated they currently do not have samples available for evaluation, nor can they recall the lot number of the supplies. The hp stated overall therapy has been going well since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.